Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2012 and mesh was used. Since that time, the patient has experienced vomiting, diarrhea and severe abdominal cramping and pain. The patient has seen the surgeon and has had CT scans and a repeat laparoscopy that revealed the intestines stuck to the mesh. The patient is seeing the surgeon again this week as symptoms have continued. Additional information has been requested.

Manufacturer narrative:
(B)(4). Adhesions occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2012, the patient underwent a second exploratory surgery where the center of the mesh was found to be stuck to the small intestines. The patient's current condition is slightly better since the surgery.